Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during device preparation prior to a scheduled generator changeout procedure, the novel implantable cardioverter defibrillator (ICD) failed to be interrogated with bluetooth telemetry. The procedure was successfully completed on (B)(6) 2021 using an alternate ICD. There were no patient consequences.